Manufacturer narrative:
The device will not be returned for evaluation as it was discarded at the facility. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Device discard at facility.

Event description:
It was reported that using this swan-ganz pacing td catheter (model d205f7), it was unable to pace from the beginning of use after the catheter insertion during minimally invasive cardiac surgery (mics). The issue was resolved by replacing the catheter. The patient had no cardiac conduction defect. The patient demographic information was requested but unavailable. There were no patient complications reported. The device was discarded at the hospital.